Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2024-jan-28 (B)(6) (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was rep. Said a pt called them on sunday and said the ins was making a ringing sound on sunday at the implant site. Rep disabled and re-enabled the ins and tried charging the ins; ins charged with excellent coupling and pt had not made any changes to intensity settings. Pt felt sensation of therapy and therapy sensation was normal. Turning therapy on/off did not resolve issue. No pain was reported at implant site. Pt confirmed they were alone with their implant and reported the issue was for sure coming from under their skin from their ins. Rep. Had pt switch groups from b to c and the ringing stopped. Rep would be following up with pt in person to reprogram. Tss suggested pulling log files.

Event description:
Additional information was received from the manufacturer representative (rep). Rep stated patient had three different hearing aids destroyed since getting their implantable neurostimulator (ins). Caller lists a 35 and 42 decibel hearing aid. Patient recently got a 4th set. Rep states they need to send in logs for the case. Ts sent email via this case to rep and advised rep to reply to the instructions. Additional information was received from the manufacturer representative (rep). Rep reported they sent in the logs and are waiting to hear back about the issue. The issue is not considered to be resolved. The physician is aware that they are awaiting news from medtronic regarding next steps.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.